Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that after having the settings adjusted, the patient noted that it somehow went to 0.1v. The pain worsened, and the patient returned to their doctor to have the device reset. Since then, everything worked as intended. Lastly, the patient reported that morning pain and numbness in their left upper leg led to the intensity changing. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient's device was "gradually working a little bit well", and later was not working well so a request was made to have someone check the device. The rep reported that when the patient left their last appointment, the intensity was set at 7.9 milliamps (ma), and then the intensity changed to 0.0 ma. The rep had the patient turn the intensity up to around 12 ma, and when they saw the patient in the office the intensity was at 0.7 ma. The adaptivestim (as) settings were checked using the tablet, which showed the upright and reclining positions were the only positions defined; all the rest were set to "0". It was reviewed that the ins intensity would go to the 0.0 intensity occasionally because of this. The rep stated they would set the intensities appropriately. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that manufacturing representative (rep) assumes the patient was referring to the implant when they said "device was gradually working a little bit". It is unknown when the patient first noticed the device not working well. It was reported that the device was working as expected. The information has been confirmed with physician/account. No patient symptoms or complications were reported in this event.